Manufacturer narrative:
The field service engineer (fse) evaluated the device and operator use. The user was not following the correct procedure using the device. The device was not found with any issues. The user needs to follow the proper procedure. Based on the information available and the testing conducted, the cause of the reported problem was the user. The reported problem was not confirmed using the proper procedure. The device evaluation found that it was a user error causing the problem. There was no device malfunction. The investigation concludes that no further action is required at this time.

Event description:
It was reported to philips that the device does not deliver the selected current. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.